Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2007, product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Beginning (B)(6) 2015 rv pacing impedance measured 192 ohms. Since (B)(6) 2015 1520803 short circuit paces and 159 non-physiological senses with 0 successful paces. Lifetime min was 85 ohms and max 700 ohms. Impedance measured 687 ohms at implant. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2015 rv capture threshold measured 2.5 v and consistently measured 2.5 v.

Event description:
It was reported that the right ventricular (rv) lead had low impedance and was going to be monitored. The rv lead remains in use. The right atrial (ra) lead had visible insulation damage which was repaired with a repair kit. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Beginning 24-mar-2015 rv pacing impedance measured 192 ohms. Since 27-jul-2015 (B)(4) short circuit paces and 159 non-physiological senses with 0 successful paces. Lifetime min was 85 ohms and max 700 ohms. Impedance measured 687 ohms at implant. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning 24-mar-2015 rv capture threshold measured 2.5 v and consistently measured 2.5 v. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The right ventricular (rv) lead had an increase in sensing integrity counter (sic).